Manufacturer narrative:
The customer inspected the analyzer and found the arc, probe (list number 08c94-47) was dirty. The probe was replaced which resolved the issue. The customer performed a control/precision run to verify the module function. Review of the service history for the analyzer did not identify contributing factors and there have been no further occurrences of false negative cmv igg results results since the arc, probe was replaced. Review of trending reports for the arc, probe did not identify any trends. Manufacturing documentation for the part did not identify any non-conformances or potential non-conformances. Tracking and trending for the architect i2000sr did not identify any systemic issues or trends associated with the complaint issue. Additionally, labeling was reviewed and sufficiently addresses the customer's issue. No systemic issue or deficiency was identified for the architect i2000sr analyzer.this follow up is being submitted to include d8 and h6 information previously submitted using the h10 section in their respective fields.

Manufacturer narrative:
(B)(4). Was this device serviced by a third party? No. Patient information: no further information was provided by the customer. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer obtained a (B)(6) architect cmv igg result while using the architect i2000sr analyzer. The patient sample was from a pregnant female with history of (B)(6) values around (B)(6). The sample generated an initial (B)(6) result of (B)(6) and (B)(6) repeat result of (B)(6). The sample was repeated on a second architect and a liason analyzer which confirmed the (B)(6) result. No impact to patient management was reported.